Event description:
Broken implant recovered in ecopak returned by rep. Details of case were obtained during a phone call with rep in which it was stated that the failure was due to the doctor applying too much shear force while attempting to release the implant from the inserter. The proximal piece of the broken implant was successfully removed.

Manufacturer narrative:
Lhrs were reviewed for both the packaged component lots (p/n 1443-2511 lot 101049) and the implant lots (p/n 100060 lot 100866). While reviewing the lhr for the kit, it was noticed that several kits were reworked because the implant was incorrectly assembled on the inserter. However, because the lot was 100 % inspected for part configuration, there is no evidence to suggest that the implants or the packaged kits did not meet specifications prior to distribution.